Manufacturer narrative:
Insulin pump had intermittent up button response due to moisture damage keypad traces. No unexpected numbers ramping/scrolling during testing. Device had minor scratched lcd window, cracked case at display window corner, cracked reservoir tube lip, cracked reservoir tube window, cracked case at reservoir tube window corner and missing end cap sticker. (B)(4).

Event description:
Customer reported via phone call to have experienced a keypad anomaly. The numbers kept scrolling up on their own. Customer's blood glucose was 194 mg/dl. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.